Event description:
This event was adjudicate on 09/2005 and based on the patient's circumstances determined to be a stroke.

Event description:
Device complication: none. Time of complication: during hospitalization, symptoms: bradycardia, hypotension, and numbness and weakness of the right arm with prolonged hospitalization. It was reported that the patient experienced tia with weakness and numbness of the right upper extremity bradycardia and hypotension. These symptoms started in 2005, and stopped on the 3rd day. This event also resulted in prolonged hospitalization. No other information was available.